Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this right atrial (ra) lead dislodged. The lead was repositioned the next day and it was not clear whether the helix was fully retracted/extended and it was not possible to get a good position. The physician felt that the lead did not extend fully thus the lead was discarded at the implant and a new lead was used. No additional adverse patient effects were reported.